Manufacturer narrative:
Product ID 748251, serial# (B)(4), implanted: 2005 (B)(6); product type extension product ID 7438, serial# (B)(4), implanted: 2005 (B)(6); product type programmer, patient product ID neu_unknown_lead, serial# (B)(4), implanted: 2005 (B)(6); product type lead. (B)(4).

Event description:
It was reported that there was not alleged product issue. It was noted that actions required as a result of the event included explant. It was reported that there was an infection present at the generator pocket. It was noted that the doctor was hoping to slow the growing infection which was contained in the implantable neurostimulator (ins) pocket. It was noted that the ins and extensions were explanted and that the lead remained implanted. It was noted that the doctor hoped that the lead would be free from the infection. It was noted that the patient¿s status at the time of report was alive with no injury. It was noted that it was unknown what type of infection was present. It was noted that a culture was taken from the device pocket. It was noted that it was unknown if antibiotic treatment was necessary. Additional information received reported that the culture had not grown out identifiable bacteria. It was noted that the infection had not resolved as of the date of report. It was noted that the device would hopefully be replaced at a later date.